Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient user facility reported that an external blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood leaked from one of the lines when the nurse unscrewed the medication port cap because the venous line was not properly clamped. The blood leak was noted as being minimal, however, no approximation of the patient¿s estimated blood loss was provided. Furthermore, blood was identified on the 2008t hemodialysis (hd) machine, both near and inside the bicarbonate connection, at a later date. Therefore, the exact event date is unknown; however, the incident was noted as having occurred in the week leading up to the report date of (B)(6) 2016. Blood test strips were used and tested positive for dried blood. The machine was pulled from service and decontaminated. No adverse patient effects or medical intervention was required as a result of this event. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.